Event description:
Ous MDR. After an implantation period of approximately 1 month, it was reported that the patient had received inappropriate shocks. A lead dislodgment was confirmed. The patient was hospitalized and the lead was repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a decrease of the ventricular sensing amplitude from 13 mv down to approx. 2 mv within the first days after the initial implantation procedure on the (B)(6) 2017 as mentioned in the complaint text. The provided iegms demonstrated small rv signals and no clear ff signals. The detected vfs were appropriately treated with shocks according to the programming. Furthermore the available x-ray images could not be evaluated due due to the insufficient quality. However, based on the event description and according to the data, a dislodgement of the lead is highly likely. Should additional information become available for analysis, the investigation will be updated.